Event description:
It was reported that the pump exhibited a cassette not attached properly, reattach cassette error. The event occurred during testing. During physical inspection, it was found that there were multiple cassettes not attached properly errors. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and multiple cassette not attached properly alarms were noted. The device was visually inspected, and a delaminated downstream occlusion seal was verified. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the printed wiring assembly board and downstream occlusion sensor/seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.